Manufacturer narrative:
The lot complaint history was reviewed. This was the third complaint for the finish goods lot; however, the first for this issue. The device history record (DHR) showed the product was released per specifications. Two opened and four unopened paks were returned. The two opened paks did not contain the alleged probes associated with the event, as such, a root cause of the reported event could not be established. One of the four unopened, non-suspect samples was visually and functionally tested and was found to meet specifications. The root cause of the customer's event is unknown; the complaint samples were not returned. Without a sample, it is not possible to isolate the root cause. A returned non-suspect sample was tested and found to meet specifications. (B)(4).

Event description:
A surgeon reported that the cutting and aspirating performance of three different vitrectomy probes was poor during a vitrectomy procedure. The surgery was completed with no harm to the patient. No further information is expected for this case.

Manufacturer narrative:
A product sample has been received and awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).